Manufacturer narrative:
Complaint was not confirmed. Dimensional analysis of returned device confirms device meets specifications and critical mating features (morse taper) are within tolerance. No significant damage noted to device. As the baseplate was not returned for evaluation the condition of the mating surface is unknown. Based on the device evaluation, the cause of the event is undetermined. A most likely cause(s) of this type of event includes non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported after having a primary reverse shoulder arthroplasty procedure on 30072843132019, the patient's glenosphere disassociated post-op. The following arthrex parts were implanted during the primary procedure: ar-95075 // lot: 10271054; ar-9165-20nl // lot: 10260410; ar-9210-02 // lot: 18.01648; ar-9145-36 // lot: 18.00922; ar-9145-30 // lot: 18.01719; ar-9504m-04 // lot: 18.00869; ar-9501-06p // lot: 18.01549; ar-9502f-39cpc // lot: 18.00489; ar-9503m-03c // lot: 18.00111. The rep stated it is unknown if the patient was experiencing any pain or discomfort. A revision procedure was performed on (B)(6) 2019. The rep stated copies of x-ray's are not available, nor were any pictures taken. The primary and revision procedure were performed by the same surgeon and took place at the same facility. The following arthrex parts were explanted during the revision procedure: ar-9504m-04 // lot: 18.00869; ar-9502f-39cpc // lot: 18.00489; ar-9503m-03c // lot: 18.00111. The following arthrex parts were implanted during the revision procedure: ar-9504m-04 // lot: 18.01612; ar-9502f-39cpc // lot: 18.01655; ar-9505-06 // lot: 18.00982; ar-9503m-03c // lot: 18.01758/ additional information received on 07/18/2019: the rep stated the x-ray taken post-op lead the surgeon to perform the revision procedure. The explanted glenosphere is returning for evaluation. All other implants were discarded.